Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Single-frame fluoroscopic image was provided and reviewed. The image depicts the filter post-deployment. The device has failed to fully open to the circumference of the vena cava. Image quality does not permit further characterization. Based on the image review, the investigation is confirmed for the reported activation failure including expansion failure as the filter does not properly expand. A definitive root cause for the reported activation failure including expansion failures could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation by using a denali filter. It was reported that during the procedure the filter allegedly not unfold in the vena cava. The procedure was completed using another device. There was no reported patient injury.